Event description:
A pt was implanted on 1/4/97. The pt fell while ice skating and struck her face; wound of face sutured. On 1/9/97, a CT scan revealed fracture of left zygoma. On 1/10/97, the pt was hospitalized for surgery of the left zygoma. She was discharged on 1/12/97 with uneventful post-operative course. The physician did not believe the event was related to the implants. The event resolved on 1/10/97.